Event description:
Patient unhooked tpn bag and pump stated 106ml left. Patient attempted to flush the line, but noticed the line was clamped. Patient unclamped the line, flsuhed and then realized that the actual tpn bag was still half full. Patient may have accidentally clamped the line in her sleep, but there was no alarm and patient recalls that pump mechanics were running as if bag was still infusing.